Manufacturer narrative:
The oad was returned at csi for analysis. Examination confirmed only a portion of the driveshaft was returned, engaged on the fractured viperwire guide wire. The remaining oad driveshaft and handle were not returned for investigation. Although the site reported that the oad had been cut, this was not consistent with scanning electronic microscopy (sem) analysis results. The fractured driveshaft filars show rubbed-over fracture faces from interaction with the remainder of the spinning driveshaft after the fracture occurred. It is hypothesized that the driveshaft fractured and the shaft continued to spin, which resulted in the rubbed-over faces, although the exact sequence of events and root cause was unknown. Patient is in their upper sixties. This event is related to the guide wire event reported in MDR 3004742232-2020-00152. Additional device and event information were requested from the site but were not received. If additional information is received, a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
During the investigation for the events described in MDR 3004742232-2020-00152, a fracture was identified on the driveshaft of the orbital atherectomy device (oad). Medical staff had previously reported that the driveshaft was cut during troubleshooting, but device analysis determined the driveshaft had fractured.